Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: one (1) event unit was returned for evaluation. Engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to attempt to replicate the customers' experience of clips scissoring. The device was disassembled and it was noted there was an insufficient amount of lubrication spread evenly throughout the shaft. The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. The insufficient amount of lubrication may have contributed to the improper clip loading and spitting. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy- "(B)(4) used on the cystic duct first clip slipped. Second clip spitted from jaw third firing scissored clip. Doctor asked for another device from same lot. First firing spitted clip on dry. Second firing malformed clip did not close properly and third firing scissored clip came out." Patient status- "stable"